Manufacturer narrative:
Device evaluated by MFR.:returned product consisted of a spiroflex catheter system with an unidentified .014¿ guidewire. The shaft and tip were microscopically examined. The catheter shaft and supply line were separated 102cm from the strain relief with the distal end stretched onto the guidewire. The separated ends were jagged and stretched, indicating the separation was due to tensile over load. There were kinks throughout the catheter. The spike line was cut and the spike was missing. The distal end of the catheter could not be separated from the guidewire due to the stretched shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4) .

Event description:
It was reported that the catheter became stuck on the wire and broke. A spiroflex® angiojet® thrombectomy set was selected for a thrombectomy procedure in the left leg. During preparation outside of the body, the catheter bound up and became stuck on the wire. When the physician tried to remove the catheter from the wire, it broke 30 cm from the tip. The catheter could not be removed from the wire until it broke. The procedure was completed with another of the same device. The device did not enter the patient's body. There were no patient complications.

Manufacturer narrative:
(B)(4). Device evaluated by MFR. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the catheter became stuck on the wire and broke. A spiroflex angiojet thrombectomy set was selected for a thrombectomy procedure in the left leg. During preparation outside of the body, the catheter bound up and became stuck on the wire. When the physician tried to remove the catheter from the wire, it broke 30 cm from the tip. The catheter could not be removed from the wire until it broke. The procedure was completed with another of the same device. The device did not enter the patient's body. There were no patient complications.